Event description:
The second patient became hypotensive after one hour into the run and was given a total of 1,500 ml of saline. Treatment was completed and he was discharged in stable condition. Based on the weights reported, saline given and what the machine had indicated was removed, there was a weight loss variance of approx 3.6 kg. There was no serious injury or illness.

Event description:
A dialysis facility reported that there was excessive fluid removal from 2 patients during hemodialysis treatment. The first patient complained of nausea, vomiting and hypotension 2 hrs into the treatment. She was given a total of 1,600 ml of saline and treatment was terminated one hour early. The patient was discharged in stable condition. Based on the reported weights, saline given and what the machine had indicated was removed, there was a weight loss variance of approx 3.2 kg. There was no serious injury or illness.